Manufacturer narrative:
The t:slim g4 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 16 units. Reportedly, the cartridge was filled with 300 units of insulin. During troubleshooting with tandem technical support it was discovered the customer re-used an old cartridge. The customer¿s blood glucose level was 222 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.